Event description:
Customer called and wanted the part number for the adult hard paddle adapter and said the electrode plate came off. There was no patient associated with the report.

Manufacturer narrative:
Physio-control provided parts information to customer to replace adapter. Beginning on 02/28/2006, the vendor increased the amount of adhesive on the metal plates to improve plate retention.